Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were still having the urge followed by leakage symptom not being 50% improved. The patient stated he had tried all 4 programs and was on program 4 at 3.4 v at the time of the call. The patient changed to program 1 at 4.2 which the patient noted was comfortable. Additional information from the patient reported he called in the other day and switched programs and he didn¿t like the new program and wanted to go back to what he was on before. The patient stated he changed to program 1 at 4.2 other day and he had been miserable and symptoms had come back and had been worse. The patient wanted to change back to program 4 at 3.4. The patient changed himself back to program 4 but then confused himself and thought he was supposed to be on program 1. The patient ended up on program 1 at 4.2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss of therapy. The patient had the urge to urinate but couldn¿t get down the hall to the toilette. The patient was originally set on program 1 and at the time of report was on program 3 at 7.4 volts. The patient reported that they weren¿t feeling stimulation at the correct location and were instead feeling it at the battery site. The patient was experiencing a burning sensation, similar to sunburn, on the upper right buttocks well below the stimulator. The patient stated that they felt it more when they first stood up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.